Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit and sub assembly, verification of all final testing performed by/on the catheter kit and sub assembly, verification of sterilization, and packaging for subject catheter kit and sub assembly was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit and sub assembly function. Device was discarded and not returned for additional evaluation and investigation. Per the instructions for use of the device, catheter kinking is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Agent contacted technical solutions in order to report a catheter revision as a result of multiple underinfusion volume discrepancies. The exact dates of the volume discrepancies are unknown, but one was identified in february and one was identified in april. For both of these discrepancies, the physicians office was expecting to aspirate 5 ml, but actually returned 18 or more ml. A dye study was conducted, which found a kink in the catheter. The patient had not had any recent falls, injuries and mris. The device was discarded after the revision.